Event description:
On (B) (6) 2009 the patient reported that her infusion tubing broke off at the luer connection. She changed the infusion set and had no further issues. She did not know what type of infusion set was in use at the time of the event and the date of the event is unknown. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.